Event description:
It was reported that the right ventricular lead exhibited noise which caused the patient to feel palpitations. The lead was deactivated by programming the pulse generator to aai. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.